Event description:
During a remote follow-up, increased defibrillation impedance, increased pacing impedance and loss of capture were observed on the device. It is unknown if the patient is pacemaker dependent. No intervention has been performed. The patient is stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. The reported event of high defib impedance was not confirmed. The reported event of high pacing impedance was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of the device image indicated the device was within normal range of operation. Further analysis of the device¿s lead impedance, pacing, and high voltage charging were found to be normal.

Event description:
Additional information was received that isometric testing was performed and the results were normal. Additional episodes of increased pacing impedance were observed. The patient will continue to be monitored.

Event description:
Additional information was received that a revision procedure was performed and the device was explanted and replaced.